Manufacturer narrative:
No patient involvement. Bfield service engineer found that both x-ray battery charger boards had chargers outside of spec. Pins 1-2 and 2-3 had 1-2 vdc output on j7 and pins 12-13 had 28.3 vdc output. He replaced both charger boards and tested the system performance. All voltages were within specification. Performed system checkout. System was fully functional.

Event description:
A medtronic field service engineer (fse) reported that one of the charger boards has a couple of non-functional charging circuits and the other is near tolerance. This was noticed during the preventative maintenance of the system. No patient impact.

Manufacturer narrative:
A medtronic representative, following up with the site, found a damaged wire on j7 after replacement. As previously reported the medtronic representative replaced both charger boards and tested the system performance. All voltages were within specification. Investigation of first returned suspect battery charger 1 was unable to replicate the reported issue. Charger 1 board passed functional bench output testing. Visual inspection noted led's light as expected, board has leaking capacitors. Installed charger 1 in test imaging system and board functioned as expected. Charging, system ready, 2d and 3d imaging were all successful. No functional problem found. Investigation of first returned suspect battery charger 2 was unable to replicate the reported issue. Charger 2 board passed functional bench output testing. Visual inspection noted led's light as expected, board has leaking capacitors. Installed charger 2 in test imaging system and board functioned as expected. Charging, system ready, 2d and 3d imaging were all successful. No functional problem found. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.